Manufacturer narrative:
The same day as the event onset, the patient was hospitalized. On an unreported date, the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Five days prior to the receipt of this report, the unspecified antibiotics were discontinued. On an unspecified date, dianeal therapy was discontinued and the patient was switched to hemodialysis. At the time of this report the patient had not recovered. It was not reported if the patient was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unreported date in 1938. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was due to a vision problem. On an unreported date, the patient was hospitalized for the event of peritonitis. Treatment was not reported. No further information was provided regarding the outcome of the peritonitis event or if dianeal therapy was ongoing. No additional information is available.